Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure under general anesthesia performed on (B)(6) 2022. Additionally, the patient received fiducial markers. (B)(6) 2022, the patient complaint about fever, night sweats and perirectal pain. On (B)(6) 2022, the patient went to the emergency department (ed). A computerized tomography (CT) was performed and showed prostatitis and proctitis consistent with the treatment effect. A fluid collection around the spaceoar vue device posteriorly was suspected. On (B)(6) 2022, the patient was treated with antibiotics (vancomycin/cefepime/flagyl) and reimage was performed, at that time the patient was much more symptomatic. The imagery showed a large fluid collection 4 centimeters (cm) in maximum dimension posterior to the spaceoar vue device looking like an abscess. On (B)(6) 2022, the physician took the patient into the operating room (or), and he aspirated 13 milliliters of purulent fluid going through the same spaceoar vue tract and using ultrasound guidance. A scope was introduced into the patient anus and radiation proctitis on the anterior rectal wall was suspected. A culture was performed, and only anaerobic microorganism grew. The patient was treated with ceftriaxone and flagyl for gram positive anerobic organisms. Postoperative day (day 1), the patient was reported to felt better. On (B)(6) 2022, the imagery showed reaccumulation of the fluid collection. On (B)(6) 2022, the patient reaccumulated even more of the fluid collection. The patient was sent for a barium study, and it showed a fistula through the rectum into the abscess space. The patient was reported to be hospitalized. The patient received initiated therapy and received 14/28 fractions. The patient received planned proton beam radiation therapy. In the physician assessment, the cause of the infection and abscess are due to possible causes: radiation proctitis, prostatitis and spaceoar placement.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).